Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# (B)(4).was sent in error. The fp's was caused by a temperature event in the lab, there was no issues with the instrument, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while testing with bd bactec¿ peds plus¿/ f culture vials (plastic) false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: customer is reporting that approximately 10% their bottles are coming up as fp

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with bd bactec¿ peds plus¿/ f culture vials (plastic) false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: customer is reporting that approximately 10% their bottles are coming up as fp.